Event description:
The reporter indicated that the pt developed an infection the chest area. The infection was reported as an intra-hospitable bacterium. The reporter stated that the infection was not related to vns therapy system implant. It was reported that the physician examined the chest area and subsequently decided to open the chest, clean the area and apply antibiotics. The chest area was surgically cleaned without removing the generator. Reporter indicated that the physician stated that the pt had two intrahospitable bacterium's. The infection was reportedly controlled in two weeks and the pt was discharged from the hospital approximately 18 days later.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead, prior to distribution.